Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator and was beeping. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation, chelmsford for evaluation. The customer's reported problem was observed and attributed to the software/firmware. Therefore, the firmware was updated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.